Event description:
During the trial period the pt would turn intensity all the way up to their feet then they would turn the stimulation intensity down to the "sweet spot" where the therapy worked the best. Pt mentioned that the trial period worked. Since a good week and a half ago the pt has had pain in their feet and when they turned the intensity all the way up their leg pulsates too much and when they slowly "back off" by turning the intensity down the pt was unable to find the "sweet spot" where the stimulation was relieving their pain. Pt was not able to get the same sweet spot as during trial period. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
H10. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported stimulator wasn't working at all and was causing patient more pain because the intensity was too high. Patient said past 2 days she dropped stimulator down to 1.0 v because that was the lowest intensity level but she still had a lot of pain in her feet. Patient got device to help with pain pulsing and cramping that kept patient from being able to nap or sleep unless she could sit in a recliner and wait for the feet to settle down. Patient said problem with trial (7 day trial that started (B)(6) 2020) was not getting stimulation to the feet but now with permanent implant stimulation was definitely in the feet and was too strong. The circumstances that led to the reported issue were asked but unknown. Patient had group a-c, during call patient tried out different groups and was going to try group b stating that b was a little more comfortable than c (patient didn't go above 1.0 v on any groups and said stimulation was still too strong). Patient will be following up with rep to adjust settings.